Manufacturer narrative:
Final analysis found burn marks on the ac power adapter which caused the reported inability to power the transmitter. It was suspected that the damage sustained occurred after exposure to an electrical storm.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that after a storm, the power adapter of the transmitter was charred. The unit was no longer used.